Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer failed and required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the short circuit in half height drawers 3.1 and 3.2 with no power. A field service engineer (fse) replaced the pyxibus module controller, both retractors, and both drawer controller boards. After repair, the station was powered up, and auxiliary drawers 3.1 and 3.2 were restored to normal operation, with the station confirmed fully functional. The system functioned as intended after field service engineer repaired the device.